Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) with metal stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a distal biliary stricture due to pancreatic head mass. During the procedure, the physician advanced the stent in the desired location and the stent was able to be fully deployed. Upon stent deployment, the physician noted that the retrieval loops at the distal end of the stent were not aligned with each other as they normally appear. Reportedly, the ampulla was tight which could have compressed the stent. The stent remains implanted and the procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
Note: two physicians were involved in this procedure and the second physician was dr. (B)(6). Reported event of stent damaged. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.